Manufacturer narrative:
Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed that a quality notification was written due to flash being found on the thumb press. The affected area was statistically sampled and then scrapped when the stat sample failed. One (1) sample was received. The sample has a plunger rod which is broken with part of the thumb press having been broken off. Conclusion: the sample has a plunger rod which is broken with part of the thumb press having been broken off. As the package has been opened it cannot be determined when the thumb press was damaged and broken. Bd acknowledges that both the returned sample has a plunger rod which have the thumb press damaged with a piece broken off. As this one (1) incident would not exceed the acceptable quality limit (aql), of 0.010 for defects affecting the function for the batch, no corrective or preventative action will be taken.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger broke before use. The following information was provided by the initial reporter: "broken plunger".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger broke before use. The following information was provided by the initial reporter: "broken plunger"